Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the controller would not connect and transmit data to the clinic's power modules. Three different power modules were attempted to be used with the controller. Per the advisement of the clinical representative, a controller exchange was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller and the system monitor was confirmed via analysis of the returned system controller. The returned system controller was connected to a test system monitor and test power module and proper communication between the controller and system monitor could not be established. Visual inspection of the returned controller revealed that the strain relief on the connector side of the white power cable was broken. Further evaluation of the wires underneath the strain relief on the controller¿s white power cable revealed that the blue, data receive, wire was broken, causing the intermittent loss of communication between the controller and the system monitor. The observed damage and communication issue did not affect the controller¿s ability to operate a test pump at the set speed. The system controller power cables were replaced with known working power cables and the communication issue with the system monitor resolved. After replacing the power cables, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded system controller event log file contained approximately 6 days of data (30oct2022 ¿ 04nov2022 per the timestamp). The driveline was disconnected on 04nov2022 at 11:08:36 to exchange the system controller. The pump maintained a speed above the low speed limit without any issues while the driveline was connected. The communication issue between the system controller and the system monitor was determined to be caused by a break in the data receive wire on the white power cable. The root cause of the break could not be conclusively determined through this analysis; however, the damage to the strain relief on the connector side of the white power cable may have contributed to the degradation of the wire. Although not conclusively determined, the observed damage and underlying wire damage may have been associated with repetitive bending of the power cables during use over time. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: inspection of the underlying layers and wires revealed that they were coated in a green substance consistent with fluid ingress. No further information was provided. The manufacturer is closing the file on this event.